Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had an occipital-c3 fusion in (B)(6) 2017. Patient's right side rod broke and needed replacing. Patient consequence? :yes. Patient consequence description: return to or for additional procedure. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). One mountaineer 3.5 mm ti rod [product code: 1883-16-120, lot no: unknown] was received for evaluation. Visual examination at the macroscopic level revealed that the rod had fractured in two pieces. Device was then sent for fracture analysis. The fracture analysis report exhibit two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record could not be conducted as the lot number did not appear of the portion of rod that was returned. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report exhibits two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.